Manufacturer narrative:
The recommendation of repair has been communicated to the customer. The customer contact reported there is no patient information available. The recommendation of repair has been communicated to the customer. The customer contact reported there is no patient information available.

Event description:
The hospital reported that, during a case, the unit had an issue with manual to auto switch and clinician broke off the selector knob/shaft. The mechanical mode ventilation is not available. There was no reported patient injury.